Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software 9733763 synergy cranial s7. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported that the system displayed "localizer not connected" before registration. The site restarted the navigation interface unit (niu) and the issue was resolved. The surgery was completed with a 5-10 minute delay with no patient impact.